Manufacturer narrative:
(B)(4). This is a combination product and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received one needle, a suture with a paper cover, a tray and a winding former pertain to the product code: (B)(4). After investigation of the needle/sutures, the needle was examined for visual inspection and the swage area was as expected and with a small piece still attached to the suture. However, the end suture piece was noted to be damaged (cut). As per IFU states that with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Related events captured via: 2210968-2022-10477.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The problem of pulling off suture needle happened after the product entered the peritoneal cavity. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.